Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse will initiate a secondary antibiotic 200ml to 250ml infusion that is programmed to infuse for one hour. Once the infusion is completed, the nurse finds that the pump delivered only 1/2 to 1/3 of the antibiotic and has resumed the primary infusion's preprogrammed rate. When the nurse finds the antibiotic fluid remaining in the bag, they will reprogram the pump and infuse the remaining amount. The customer further states that this becomes a patient safety issue as it delays the infusion of the antibiotic up to 2-2.5 hours, as well as, interferes with drug peak and trough blood lab levels and the next scheduled antibiotic dose. There was no report of patient harm.